Event description:
Additional information: received from a literature article, "anaplastic large cell lymphoma and breast implants: five australian cases" published in the plastic and reconstructive surgery april 2012 pg 610e-617e. Within the article the author describes a (B)(6) augmentation patient who had surgery 25 years prior. She presented to her primary care physician for general malaise and lethargy. The details were unavailable to the author he notes. He had performed a host of investigations. The mammogram and ultrasound suggest rupture with periprosthetic fluid collection and a thick capsule. Surgery was scheduled to remove and replace her ruptured implants. At the time of surgery, her implants were found to be intact. The capsule had granulomatous growths within it, and a moderate amount of seroma that was drained. New implants were inserted and capsulectomies were performed. "The old implants were found to be round, textured, silicone gel-filled of unknown make." Histological analysis of the right breast capsule was consistent with localized systemic alcl (alk-). Her symptoms of lethargy and malaise resolved. She went on to have chemotherapy, but declined radiation. When last seen, she was disease free. This event was originally sent via (B)(4) 24/jan/2011.

Manufacturer narrative:
Medwatch submitted on 9/may/2012. Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants. For primary augmentation patients, seroma rate = 1.6%. Primary reconstruction patients = 1.0%. (Other complications.) Swelling= 7.1%.